Event description:
This is a case report received on (B)(6) 2012 by baxter (B)(4) from hopital (B)(6). It was reported that on (B)(6) 2012, a disconnection issue occurred between a uv-flash solution transfer set and a locking titanium adapter. On (B)(6) 2012 an accidental disconnection occurred during the night, during therapy. The patient reconnected the transfer set to the titanium connector and continued treatment. The patient reconnected the transfer set to the titanium connector and continued treatment. Patient showed no symptoms of peritonitis but analysis of effluent showed results of (B)(6). Therapy was started and effluent became negative. Information was received on (B)(6) 2012, from a baxter representative, reporting the patient was diagnosed with a bacterial peritonitis and no patient symptoms. The patient was treated with vancomycin 2 g once daily (route unknown). The patient was not hospitalized for the peritonitis event but had home care nursing.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Should additional information become available, a follow-up report will be submitted. This condition was not confirmed, as no sample or batch details were available. No root cause has been determined.